Event description:
It was reported that post implant, the lead exhibited high thresholds and greater than 2000 ohms impedance. The lead was found to be dislodged and blood was noted in the insulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.